Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed pin numbers 2,3, and 4 of the ac adapter were burnt. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the lemo on the ac adapter was damaged due to improper insertion. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.